Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/reporter, the pt's mother, contacted lifescan (lfs) another country alleging the one touch ultra 2 meter had a cracked display. Two days later, the technical service representative (tsr) spoke with the reporter to obtain and verify info. The pt's mother noted the reported meter had a cracked display for approximately one week, following a trauma to the meter. The pt was still able to obtain actionable results on the meter. Six days earlier at 7:30 am, the pt obtained the blood glucose reading of 5.6 mmol/l (101 mg/dl) on the reported meter. The pt was experiencing no symptoms of high or low blood glucose levels at that time. The pt ate breakfast and took his usual dose of insulin. One hour later, while at school, the pt experienced the symptoms of vomiting and chest and arm pain. The paramedics were contacted, and the pt was given an unk intravenous medication. The pt was transported to the ER, where at 9:30 am, his blood glucose level was tested to be 28.0 mmol/l (504 mg/dl) using a hospital meter. The pt was treated intravenously with fluids and insulin. The mas confirmed the pt was not given intravenous glucose as was originally documented. The pt was admitted to the hospital with a diagnosis of diabetic ketoacidosis (dka). The pt takes a set dose of mixtard 20 insulin 47 units in the morning and 33 units in the evening. On the day prior to the event, the pt obtained the meter readings of 5.7 mmol/l at 7:25 am, 5.9 mmol/l at 5:50 pm and 5.6 mmol/l at 8:15 pm (103 mg/dl, 106 mg/dl, 101 mg/dl). The pt also took his normal doses of insulin on june 28, 2007, the day prior to the event. The pt tests his blood glucose level four times per day. His expected readings range from 4.0 mmol/l to 10 mmol/l (72 mg/dl, 180 mg/dl). The tsr determined the meter had suffered a trauma, but the pt had been able to use the meter despite the cracked display. The pt allegedly obtained normal blood glucose readings on the reported meter shortly before experiencing symptoms suggesting hyperglycemia. The reporter claimed the pt received emergency medical attention, treatment and admission to the hospital with a diagnosis of dka. Therefore this complaint is being reported.